Event description:
A peritoneal dialysis (pd) patient contact reported to the technical service (ts) on (B)(6) 2025 that on fill 1 of the treatment (tx) the supply bag (sb) connection to the tubing disconnected. The patient then reconnected the tubing to the sb and tried to continue the treatment. The patient advised the cycler then bypassed fill 1 and went to dwell 1. The patient had bypassed drain 0 prior to the tubing disconnecting from the sb. Upon follow-up conducted on (B)(6) 2025 the patient contact stated that on (B)(6) 2025 there were no issues while setting up for patient¿s pd treatment. The contact stated that they bypassed drain 0 and were about to start fill 1, during which they noticed that the filling was going very slowly. Per the patient contact they then realized that the tubbing to the supply bag, a 1.5% 3 l (does not recall the exact lot# or delivery timeframe) had somehow disconnected from the bag. The contact stated that the patient immediately tried to hook himself up again but at that time they realized they had to start over since there was a risk of exposure. The contact stated that they don¿t know how the line became disconnected since that has never happened before, and everything went well with the set-up. Inquired if there were any leaks due to the disconnection; however, the contact stated that they do not recall. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment on the day of the reported event after using new supplies. The samples are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to the technical service (ts) on (B)(6) 2025 that on fill 1 of the treatment (tx) the supply bag (sb) connection to the tubing disconnected. The patient then reconnected the tubing to the sb and tried to continue the treatment. The patient advised the cycler then bypassed fill 1 and went to dwell 1. The patient had bypassed drain 0 prior to the tubing disconnecting from the sb. Upon follow-up conducted on 07/03/2025, the patient contact stated that on (B)(6) 2025, there were no issues while setting up for patient¿s pd treatment. The contact stated that they bypassed drain 0 and were about to start fill 1, during which they noticed that the filling was going very slowly. Per the patient contact they then realized that the tubbing to the supply bag, a 1.5% 3 l (does not recall the exact lot# or delivery timeframe) had somehow disconnected from the bag. The contact stated that the patient immediately tried to hook himself up again but at that time they realized they had to start over since there was a risk of exposure. The contact stated that they don¿t know how the line became disconnected since that has never happened before, and everything went well with the set-up. Inquired if there were any leaks due to the disconnection; however, the contact stated that they do not recall. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment on the day of the reported event after using new supplies. The samples are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.